Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad of the referenced device had detached midway through the procedure. The referenced device was said to have been activated for a few seconds without tissue. The intended procedure was said to have been completed with an unidentified device. There was no patient injury reported.

Manufacturer narrative:
Olympus follow-up with the user facility to obtain additional information, but, no further details were provided. Olympus followed-up with the sales representative to obtain additional information regarding this report. The sales representative reported that there had been no device fragments dislodged into the patient's body cavity as a result of this incident. The device referenced in this report was not returned for evaluation. The exact cause of the reported phenomena could not be conclusively determined. But, based upon the available information, user error could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.